Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while inserting the introducer sheath containing the third ruby coil through another manufacturer's microcatheter, the scrub nurse inadvertently kinked the ruby coil pusher assembly. Therefore, the introducer sheath containing the ruby coil was removed and the procedure was successfully completed using the same microcatheter and new ruby coils. It should be noted that a rotating hemostasis valve (rhv) was used and a continuous flush was maintained throughout the procedure. There was no report of an adverse effect to the patient.